Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4).. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery (rcfa) and left common femoral artery (lcfa) were attempted using proglide devices via 6fr sheath after an iliac interventional procedure. Reportedly, once the proglide device was advanced into the rcfa, bleed back was not achieved from the marker lumen. The proglide device was removed and advanced in the lcfa and bleed back was not achieved. Two additional proglide devices were used to achieve hemostasis in both the rcfa and lcfa. There was no reported adverse patient sequela. The physician has been trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported no blood flow from the marker lumen was not confirmed. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. The proglide device was flushed prior to use. No additional information was provided.